Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and mildly calcified. The balloon ruptured on the first inflation at 20 atmospheres for 1 minute. The device was pulled out and completely removed from the patient.